Event description:
Caller states that the patient tested 7.7 inr on the device and 5.14 inr on a comparison lab. Coumadin was held for 1 day due to device result, however, no adverse event reported. Requested return of suspect device and replacement was sent.